Event description:
It was reported that a gore suture passer was being passed through the abdominal wall during a laparoscopic sleeve gastrectomy when the tip broke off. X-ray confirmed the location of the tip, however, the physician determined an attempt at retrieval may potentially create complications. The suture passer tip remains in the abdominal wall muscle of the pt. No adverse pt effects were reported.

Manufacturer narrative:
Investigation is in process.